Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Unit was returned for routine annual maintenance. The paper work for this unit stated: the customer reports that user heard a noise during the ablation where after the surgery needed to be cancelled. The device showed the error high reflective power. Additional information provided reported the mwa procedure was completed using rfa. The patient was sedated at the time of the event and it was reported the procedure was delayed for greater then 30 minutes while attempts to troubleshoot and switch treatment modality took place. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.

Manufacturer narrative:
Returned for evaluation was a solero unit (sn (B)(6)). Functional testing of the unit was able to reproduce the reported error "high reflected power". The root cause of the error code was determined to be a loose interior microwave cable which was not connected properly at the front side of the machine. The reported complaint description is confirmed. The unit failed power output test due to high reflected power warning message. The root cause for the high reflected power warning message was determined to be the interior microwave cable was not connected properly. The most likely root cause of the interior microwave cable not connected properly is handling damage. The unit was repaired and passed all in service testing. The unit meets all acceptance criteria. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "the essential performance of the solero microwave system is maintained during normal use (as defined by the operator's manual and the directions for use) and during electrical safety and electromagnetic compatibility testing (as defined by en 60601-1), iec 60601-1-2, and other relevant collateral standards. For each procedure cycle the system must deliver the energy selected by the user at the start of each treatment cycle." Caution: under normal system operation, the output power may not reach the power setpoint due to tissue desiccation and the subsequent increase in reflected power. The power output (4) displays the "actual power" which is the difference between the instantaneous forward power and the instantaneous reflected power. As the ablation progresses, the forward power will remain nominally constant around the setpoint, but the reflected power will gradually increase. So, for a typical ablation, the power output display will initially be close to the setpoint but decrease as the tissue desiccates. High reflected power: the system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).